Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module damaged. Based on the result, we concluded, that it was caused, due to an excessive force applied on the ccd module. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The screen appeared vertical stripe on the image. Lt could not be used. This event occurred at the time of during use. There was no report of patient harm.